Manufacturer narrative:
Follow-up #1: date of submission 09/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2015 with the following findings:a visual inspection was performed and it was noted that the battery compartment was cracked to the left of the bumper pad. It was noted that there was evidence of moisture contamination inside the display lens. A leak test was performed which confirmed that the battery compartment was leaking due to the crack, as well as a secondary leak which was found at the display lens case joint. The pump case was removed and there was further evidence of moisture present inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.